Event description:
It was reported that the device was at elective replacement indicator (eri) and had limited longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007; 6949-65 lead, implanted: (B)(6) 2006, (B)(4).